Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc on or about (B)(6) 2006, to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff has experienced bodily injuries and significant mental and physical pain and suffering. Plaintiff's attorney also alleged plaintiff suffered infection or inflammation, tissue abrasion, and other severe health consequences.